Event description:
Needle breakage. Customer reports needle breakage during a closure with no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical family initially reported assuming incident could recur.